Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was a stopcock attached to the hub of the device, as-received. There was blood in the inflation lumen. There were numerous hypotube and shaft kinks throughout the catheter. The shaft was damaged at the guidewire exit notch. The damage is consistent with the interaction with a guidewire, product mandrel or flushing needle. The balloon was tightly folded. Magnified inspection of the balloon, proximal bond and markerbands did not reveal any damage or irregularities. The device was inflated to burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. After an unspecified guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to predilate the lesion. The balloon was inflated however, the pressure did not increase and the inflation pressure on the encore26 inflation device did not rise. It was then noted that balloon had ruptured at an unknown atmosphere. The device completely removed from the patient and the procedure was completed using a 2mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. After an unspecified guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to predilate the lesion. The balloon was inflated however, the pressure did not increase and the inflation pressure on the encore26 inflation device did not rise. It was then noted that balloon had ruptured at an unknown atmosphere. The device completely removed from the patient and the procedure was completed using a 2mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.